Event description:
Customer reported, through facility, that the lower portion of the connector separated from the central line and the pt experienced an air embolism. Pt had central line access with 4 prongs for attachments and piggyback access. The clave male adapter was attached to one of these prong sites, but did not have anything infusing at the time. The pt was placed in wheelchair and was being pushed to the ICU door in process of transfer out when another nurse noticed that the product spontaneously fell off. The pt's face turned red and pt complained of shortness of breath. A physician was present at the time. The nurse aspirated blood back and administered adenosine. The pt remained in ICU overnight for observation/monitoring. The pt had no sequelae to incident and was eventually discharged home.